Event description:
The user facility reported a patient postcardiotomy cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support (mcs). Approximately eight days after start of support, heparin-induced thrombocytopenia was suspected. Bicarbonate was added to the purge and thr patient started on an angiomax drip. The patient continued on impella mcs. However, approximately 38 days later, it was reported the patient had runs of ventricular tachycardia with positioning change. The patient maintained a blood pressure during the ventricular tachycardia runs. Additionally noted, the patient was evaluated for gastrointestinal bleeding. Systemic anticoagulation was discontinued, and a gastrointestinal consult was completed. No further information regarding the bleeding was noted. The patient continues on the impella mcs waiting for a heart transplant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the thrombocytopenia, ventricular tachycardia (vt), and gastrointestinal bleed (gi) has been completed. The impella device was not returned for evaluation. Clinical details were not sufficient to determine the root cause. The cause of the thrombocytopenia was not determined due to insufficient clinical details. The cause of the gi bleed and vt was not determined since product was not returned and there was insufficient clinical information.